Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest, the sterile water leaked. According to the inquiry sheet attached, there was no balloon rupture/ tear. No materials possibly came in contact with the catheter. Patient's urine stone was none.

Manufacturer narrative:
The reported event was confirmed cause unknown. The device had not met specifications. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be imperfection in balloon due to process. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and it slowly leaked out of a 0.013" pinhole found at the trifurcation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warnings: method for use: do not inflate the balloon in the urethra. The urethra may be injured. Do not pull the catheter hard. The bladder/urethra may be injured. Applicable patients: patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications: method for use: do not reuse. Do not re-sterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. Applicable patients: patients with known allergy to silver coated catheter. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that during a pretest, the sterile water leaked. According to the inquiry sheet attached, there was no balloon rupture/tear. No materials possibly came in contact with the catheter. Patient's urine stone was none.